Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow up report will be sent upon complaint of the investigation.

Event description:
Procedure performed: ob gyn event description: during lap interventions. First device, this one, didn"t open anymore during usage. Procedure continued with second device, which didn"t perform well neither (knife remained in jaws) and third eb210 was ok and they did finish the procedure. 2 new devices,of which the first "new" didn"t work neither as it should be and the last one, was ok and they could complete the procedure. Additional information received by applied medical rep via email on 2mar26: the first time, when grasping tissue and cutting, a clicking sound was heard and there was slightly increased resistance on the blade lever. Afterwards, the jaws could still be opened and closed; coagulation was still possible; the blade lever could still be pressed without resistance and without sound, but it did not cut. Ligamentum ovarii proprium; normal thickness; no abnormal tissue. No vascular pathology. The blade was not clearly stuck; however, it did not cut. Upon inspection outside the abdomen, it appeared as if the blade remained in the same position; thus it did not advance when activated. This was observed immediately. Attempted cleaning with a compress and, if unsuccessful, with a moist compress with hibidil. No improvement after cleaning. Patient status: no clinical impact to the patient. Intervention: device replacement